Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2014: the patient with lumbar canal stenosis underwent posterior fusion and interbody fusion from l3 to l5. After surgery,on an unknown date subsidence of spinal cage at l4/5 and screw loosening at right l5 were found.the patient complained of pain at lower level.on (B)(6) 2016: spinal screw at right l5 was removed and posterior fusion was extended to sacrum. Posterior lumbar interbody fusion (plif) was performed at l5/sacrum.